Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot number dap152.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2011 due to pelvic organ prolapse along with concurrent hysterectomy. It was also reported that following insertion the patient experienced erosion, infection, recurrence and bleeding. It was further reported that patient underwent mesh removal on (B)(6) 2012 erosion. The patient underwent mesh removal on (B)(6) 2013 due to infection, mesh erosion and sinus tract from infected mesh.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016.